Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with two 225cc mentor memorygel breast implants experienced left sided breast pain and right sided capsular contracture baker grade unknown, breast cyst and rupture post procedure. Patient stated that left side implant is experiencing discomfort and right sided implant is hard. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 4, 2021, mentor became aware patient experienced bilateral ptosis post procedure. Patient's. Reason for device explant and/or reoperation: breast pain and anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that patient's devices were discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).